Event description:
Related manufacturer reference: 2017865-2018-16367. Additional information was received indicating that low sensing was observed on the right atrial (ra) lead and loss of capture was noted on the left ventricular (lv) lead. In addition, an x-ray examination found both leads in the superior vena cava.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2018-16367. During follow-up, right atrial (ra) and left ventricular (lv) lead dislodgement was noted due to twiddler's syndrome. The leads were explanted and replaced and the patient was in stable condition.